Event description:
It was reported that on (B)(6) 2025, a 18-18mm amplatzer talisman pfo occluder was implanted. On an unknown date, the patient had a check-up and it was noticed that the occluder was no longer in the heart. CT showed that the device was in the iliac artery. On (B)(6) 2025, the device was removed via percutaneous retrieval to resolve the event. The physician believes the cause of the embolization was due to the septum being too floppy. The patient was last reported as being stable.

Manufacturer narrative:
An event of device embolization in iliac artery was reported. Also reported that device was recaptured through a percutaneous retrieval. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could be patient condition (septum being too floppy). However, this cannot be confirmed. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.